Manufacturer narrative:
(B)(6). The full number would not fit due to character limitation. During troubleshooting, the customer replaced the arc probe (list number 08c94-42) for the r1 reagent and repeated the test. The repeated test result was 2.6 pg/ml. The arc probe (list number 08c94-42) was identified as the likely cause for the discrepant results; probe replacement resolved the issue. A review of the isr03600 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the arc probe (list number 08c94-42) was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified for the arc probe (list number 08c94-42). Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. No systemic issue or product deficiency was identified for the part.

Event description:
The customer stated that a falsely elevated architect stat high sensitive troponin-I result of 46 pg/ml was generated for a patient sample that retested at 2.6 pg/ml. The customer uses a cutoff of 15.6 pg/ml for women and 34 pg/ml for men (patient gender unknown). No adverse impact to patient management was reported.